Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump being used with a cassette with green flow stop exhibited a "no disposable, clamp tubing" alarm. Per reporter the residual volume was 79.5 ml, rate 2.0 ml and given 12.6 ml no adverse patient effects were reported. Per reporter no additional information is available at this time.